Manufacturer narrative:
An event of device migration was reported. The device was returned to abbott for investigation and the device met visual and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 14 february 2023, a 24mm amplatzer septal occluder was implanted in a patient with a 10f amplatzer torqvue delivery system. The atrial septal defect was sized 21-22mm via transthoracic echocardiogram (tte). During the post release echocardiogram check, the device was found to be misplaced, and the device had shifted in position within the intended implanted site. It was determined the device had migrated due to the device not being seated properly. It was reported there was no partial or complete obstruction/blockage of blood flow noticed. The patient was sent for surgical intervention, and the device was urgently removed. The defect was surgically closed. The patient remained hemodynamically stable throughout the procedure and their status was reported as recovering. The patient did not have any clinical signs or symptoms during/after the event. It was reported there was no initial or prolonged hospitalization due to the event and no report of any adverse event.